Event description:
Caller reported a cartridge alarm 30, which did not adversely affect the customer's blood glucose level. Customer experienced consecutive cartridge alarms, and technical support confirmed the issue and decided to replace the pump. Although the customer will continue using the current pump, a backup method will be used if necessary. Technical support assisted the customer with storage mode instructions and arranged for a replacement pump with updated software, advising the customer to return the problematic pump within ten days using the provided return materials to avoid billing.